Manufacturer narrative:
The reported event of the merlin 2 programmer being unable to interrogate the implanted device was confirmed. Based on the information provided, it was determined that the connectivity issue was due to an intel bluetooth firmware issue on the programmer. The implanted device was performing per design.

Event description:
During an initial implant procedure on (B)(6) 2025 of an implantable cardioverter defibrillator (ICD), it was noted that the ICD could not be interrogated via bluetooth (ble) telemetry. The ICD was not used, and a new ICD was successfully implanted. The patient was stable throughout the procedure.